Event description:
Biomet guide pin broke off into pt. Done without staff or md being aware of the breakage during the surgical procedure. Retained piece not noted until day after surgery. This event occurred at (B)(6). Diagnosis or reason for use: used during buionectomy of right foot. Event abated after use stopped or dose reduced: no.